Manufacturer narrative:
Three pictures of an outback elite 120cm re-entry were received attached to complaint electronic file. The product was no received for analysis. Per visual analysis of the received pictures one kinked condition was found on the catheter near to the distal tip. Also at the attached pictures, a protruded needle can be observed, this condition is located where the shaft was kinked. The complaint reported by the customer ¿catheter tip/distal tip-kinked/bent, could not be properly evaluated since the involved product was not received for analysis. Therefore, even the kinked condition reported by the customer was confirmed by the received pictures, the root cause of this issue could not be conclusively determined during the analysis of the received pictures and also no evidence was found that suggest that this issue is related to the manufacturing process. Additionally, controls are in place to verify the catheters for kinked conditions; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the catheter assembly process operations. Results were reviewed during the DHR review and all results were found as ¿pass¿, therefore, no corrective and preventive actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Photographs provided indicates the distal tip of an outback elite 120cm chronic total occlusion (cto) re-entry catheter is kinked. Analysis of the photographs indicate that the needle is protruding through the shaft in the area of the kink. Additional details are not available and the device will not be returned.

Manufacturer narrative:
During a recent clinical visit to the account, the outback catheter was reported to be damaged. Photographs provided indicates the distal tip of an outback elite 120cm chronic total occlusion (cto) re-entry catheter is kinked. Analysis of the photographs indicate that the needle is protruding through the shaft in the area of the kink. Attempts to gather further information have been successful at this time. The product was no received for analysis. Three pictures of an outback elite 120cm re-entry were received. Per visual analysis of the received pictures, one kinked condition was found on the catheter near to the distal tip. Also, a protruded needle can be observed. This condition is located where the shaft was kinked. A review of the manufacturing documentation associated with lot 17588156 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The complaint reported by the customer as ¿catheter tip/distal tip-kinked/bent¿ could not be properly evaluated since the involved product was not received for analysis. However, a kinked condition with a protruding needle was noted on the received pictures. The root cause of this issue could not be conclusively determined during the analysis of the received pictures. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.